Event description:
Boston scientific received info that the pt implanted with this right ventricular (rv) lead had lost consciousness at home. The pt was in a normal rhythm when the ambulance arrived. The field rep checked the device at the hospital and noted an intermittent single beat of loss of capture (loc) most likely due to inadequate safety margin. The lead was set to unipolar and outputs also increased for better thresholds. The lead remains in service. There were no add'l adverse pt effects reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.